Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. No photographic evidence associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 27 aug 2021 was reviewed by clinician. On (B)(6) 2018, the patient had a right total knee arthroplasty to address right knee degenerative joint disease secondary to avascular necrosis with cartilage collapse. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2021, the patient had a right revision to address failed total knee due to aseptic loosening of the tibial base plate. The femoral component was noted to be well-fixed, but was none-the-less revised. The tibial tray was noted to be loose at the implant/cement interface. The insert was revised without allegation of deficiency. Competitor components were used during this procedure. The patella was noted to be well-fixed, tracked well and was retained. Doi: (B)(6) 2018 dor: (B)(6) 2021 unknown (right knee).